Manufacturer narrative:
The reported events for a helix mechanism issue and a detached connector pin were confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the connector pin detached from the right ventricular (rv) lead. The rv lead was not used and a new rv lead was implanted. The patient was in stable condition.